Event description:
It was reported that the procedure was to treat a heavily calcified mid superficial femoral artery in the left leg. A non-abbott stent was implanted. During post-dilatation of a 8x20mm armada 35 balloon burst at 8 atmospheres. Then a 5x40mm armada 35 balloons burst at 26 atmospheres. The balloons were at the proximal end of the stent (2/3 outside the stent and to 1/3 in the stent) - when it burst. There was no damage to the patient. The balloons were successfully removed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional armada 35 balloon is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a heavily calcified mid superficial femoral artery in the left leg. A non-abbott stent was implanted. During post-dilatation of a 8x20mm armada 35 balloon burst at 8 atmospheres. Then a 5x40mm armada 35 balloons burst at 26 atmospheres. The balloons were at the proximal end of the stent (2/3 outside the stent and to 1/3 in the stent) - when it burst. There was no damage to the patient. The balloons were successfully removed. There were no adverse patient effects and no clinically significant delay in the procedure. Subsequent to the initially filed MDR report, the account provided additional information: during post-dilatation of a 8x20mm armada 35 balloon, it was inflated twice at nominal pressure and then burst at 8 atmospheres. Then a 5x40mm armada 35 balloon was inflated twice at nominal pressure and then burst at 26 atmospheres. Another unspecified balloon was used to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. In this case, it was reported that the balloon was inflated to 26 atmospheres. It should be noted that the armada 35 / armada 35 ll instruction for use states: ¿inflation in excess of the rated burst pressure may cause the balloon to rupture. Use of a pressure monitoring device is recommended.¿ the rated burst pressure for this device is 22 atmospheres as indicated on the product label. It could not be determined if inflating the balloon slightly over the rated burst pressure contributed to the rupture. The investigation determined the reported balloon rupture appears to be related to operational context. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, and interactions with other devices or lesion calcification. There was no leak noted during preparation or during the first inflation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon ruptured during second inflation as a result of interaction with the heavily calcified anatomy and/or the previously implanted stent. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.